Event description:
It was reported to philips that the system was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure, which was completed as planned by using the fluoroscopy. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to perform x-rays. Review of the system log files showed issues related to disk bay in the image processing pc (ippc). Upon troubleshooting, rse found the issues with the hard disk drive (hdd). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue temporarily, rse restored the writing part on the 3 image hdds in the ippc. The same issue reoccurred after a few days. The 3 hdds in the ippc were replaced, the operating system was reinstalled, and the ippc database was restored to resolve the issue permanently. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.